Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed to open. A field service engineer (fse) identified that the medication package from matrix drawer 6 was sticking up and putting heavy resistance on opening the drawer. Fse cleared the jam to resolve the issue. The system functioned as intended after the field service engineer had troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer did not pop or push open when accessed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.